Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it is deemed a reportable event. The root cause was that the adjustment of the shelf life (5 years instead of 2 years) was inadequately implemented on the label by a supplier. The correction was made to replace the flow sensors with inadequate labelling. There was no patient or user harm.

Event description:
We have opened a complaint for the product "flow sensor 1.88 m, od 15 x id15 connectors, with calibration adapter", reference 155500/05, batch ghf 033 for the following reason: the expiring date on the box and on the invoice show discrepancies. We have taken pictures of the labels on the box (please see attachment) where we see 3 different expiring dates on the same box: 27/06/2020, 14/06/2020 and 28/06/2020. On the other hand, as per the invoice nº 20120587, the expiring date should be 02/07/2023.